Manufacturer narrative:
Siemens stopped distribution of the affected software and is working on a corrective action for the reported issue. Internal ID#: (B)(4).

Event description:
The reported issue was identified internally by siemens r&d department on the syngovia systems with version vb50 in the lungcad navigation tool. An incorrect nodule gets corrected in the lungcad navigation tool after accepting the currently edited nodule for the 2nd time. Correction focus does not switch to the new nodule and affects previous nodule, on which correction pen was invoked. As a result, incorrect information may contribute to medical diagnosis as a different nodule quantification is changed and it could lead to a wrong nodule assessment. Wrong nodule assessment may contribute to inadequate clinical patient management. The described issue is detectible to the user; however, the user may not realize that values had been changed for the accepted findings.